Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured and vertically separated at 14atm. The device was removed using the normal method without any problem and completed the procedure. No complications were reported, and the patient was good post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 7 mm proximal to the distal marker band. The blades were visually examined, and one of the blades was noted to be damaged. A visual and tactile examination of the hypotube identified a kink approximately 285mm distal from the distal end of the strain relief. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0 mm x 15 mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured and vertically separated at 14 atm. The device was removed using the normal method without any problem and completed the procedure. No complications were reported, and the patient was good post procedure.